Event description:
The user facility reported that during a diagnostic bronchoscopy procedure, the coupler on the distal end of the scope broke off causing a portion of the bending section glue to come off and fall into the patient . The physician was able to retrieve most of the glue. There was no patient injury reported. The procedure was completed with the same scope.

Manufacturer narrative:
Olympus followed up with the user facility for additional information. Per the user facility, this phenomenon occurred towards the end of the procedure. The distal tip of the scope started to come apart causing the bending section cover glue to fall into patient. The physician used forceps to retrieve the glue. There was no patient injury. The procedure was completed with the same scope. To date, no patient complications have been reported. The device reference in this report was returned to olympus for evaluation. The evaluations confirmed that the distal end portion of the bending section cover glue was missing. There were signs of chemical damage on the glue thread location and the distal end cover had a pink stain. The glue was leaking due to a cut. In addition, the insertion tube was buckled below the protector boot. These were attributed to chemical damage, physical damage, and mishandling. The device was refurbished. This report is being submitted as a medical device report in an abundance of caution.